Event description:
A customer reported receiving a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. The customer initially attempted to resolve the issue by reloading the original cartridge, but this was unsuccessful. Technical support then guided the customer through filling and loading a new cartridge onto the pump, which resolved the issue, allowing the customer to successfully resume insulin delivery.